Event description:
It was reported that during a laparoscopic gastrectomy procedure, the shaft was bent and could not be pulled back. The doctor used the device as is for awhile. Finally another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/05/2009. Information anticipated, but unavailable at this time.